Event description:
It was reported from another manufacturer that the patient has ventricular fibrillation (vf) and ventricular tachycardia (vt). The other manufacturer's implantable cardioverter defibrillator (ICD) delivered shock therapy for these arrhythmias. It was noted there was oversensing and undersensing noted. The undersensing led to loss of therapy and the patient was hospitalized. The root cause of the event was suspected to be due to an unspecified malfunction of the patient's boston scientific right ventricular (rv) lead. It was further noted that no allegation of malfunction was made against the ICD involved in the event. The rv lead and device were replaced and no additional adverse patient effects were reported. No specific model or serial number information was available.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported from another manufacturer that the patient has ventricular fibrillation (vf) and ventricular tachycardia (vt). The other manufacturer's implantable cardioverter defibrillator (ICD) delivered shock therapy for these arrhythmias. It was noted there was oversensing and undersensing noted. The undersensing led to loss of therapy and the patient was hospitalized. The root cause of the event was suspected to be due to an unspecified malfunction of the patient's boston scientific right ventricular (rv) lead. It was further noted that no allegation of malfunction was made against the ICD involved in the event. The rv lead and device were replaced and no additional adverse patient effects were reported. No specific model or serial number information was available. Additional information with the specific model number of the referenced rv lead has been received. The field representative has attempted to obtain the specific serial number of the lead from the clinic without success.